Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, the band was explanted due to residual mitral regurgitation and replaced with an annuloplasty ring. No additional adverse patient effects were reported.